Manufacturer narrative:
Precision testing was performed on the analyzer. The investigation did not identify a product problem. The cause of the event could not be determined. The results obtained are consistent with a sample quality issue, but no specific root cause was determined. The customer had no additional questionable results. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na, k, ci for gen.2 results for 1 patient tested on a cobas 6000 c (501) module. The initial ise results were as follows: sodium 73 mmol/l, potassium 2.17 mmol/l, chloride 49.6 mmol/l. The repeat ise results were as follow: sodium 135 mmol/l, potassium 5.06 mmol/l, chloride 94.8 mmol/l. The results in question were not reported outside of the laboratory. The sodium, potassium, and chloride electrode lot information was requested but not provided.